Event description:
It was reported by customer that the red stain was noted on syringe tip immediately upon opening.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation a red stain was reported on the syringe tip. To support the investigation, one sample with the blister packaging opened was received for evaluation by the quality team. Visual inspection identified molding equipment lubricant on an area of the bottom of the syringe barrel. No other defects or imperfections were observed. This condition could occur if lubricant residue remained on the equipment following maintenance or repair activities. A device history record review was completed for material number 309653, lot 5296456. The review did not identify any quality issues during production of this lot that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. In addition, verification of the molding process was performed, and no lubricant residue was observed. To date, no other similar events have been reported for this lot. Based on the investigation findings and analysis of the returned sample, the customer reported symptom is confirmed.